Event description:
Technician alleged brakes not holding.

Manufacturer narrative:
Technician found brake cable came off roller bearings within mechanism assembly. Technician replaced complete brake mechanism assembly and brake and brake/steer casters to resolve the issue.